Event description:
It was reported that failed to capture occurred. The stenosed target lesion was located in the carotid artery. A filterwire ez was selected for use. During the procedure, resistance was encountered between the filter and the retrieval sheath during attempted retrieval, resulting in retrieval failure. The procedure was then completed using with another of the same device. There were no patient complications as a result of this event.